Event description:
It was reported that during the ultrasound-guided breast biopsy procedure, on the second sample acquisition, the device would not fire. A coaxial and another device were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned half primed, with the cannula retracted, exposing the sample notch. There were no visual anomalies noted on the device. Loose particles could be heard within the device. The sample was functionally tested by attempting to twist the rotational knob once more to fully prime the device. However, the device could not be primed. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub and tang were found to be broken. The investigation is confirmed for a break, as the cannula hub and tang were found to be broken. However, the investigation is inconclusive for failure to fire, as the device could not be fully primed during functional testing. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.